Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgery involving a sling device. An artificial urinary sphincter (aus) was implanted. No further information was reported.

Event description:
It was reported that the patient implanted with a sling underwent a surgical procedure to implant an artificial urinary sphincter for unspecified reasons. No further information was reported.